Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a potential product performance issue as it had reached the elective replacement indicator (eri) within a certain period of time. The device was explanted and replaced. High pacing thresholds were noted on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.